Manufacturer narrative:
One pump was returned for analysis in used condition. Visual inspection of the pump showed that the pump was in good physical condition. The device log was reviewed and indicated an error code was displayed. Functional testing included use testing. The device was powered up and the pump exhibited an alarm and error code. The error code indicated an issue with the processor on the circuit board. The circuit board was replaced. Based on the evidence, the complaint was confirmed. The root cause was attributed to the circuit board.

Event description:
Information was received indicating that this ambulatory infusion pump exhibited error codes. It was not specified whether or not this occurred during infusion or interrupted therapy. No adverse patient effects were reported.